Manufacturer narrative:
The customer reported the luer lock was breaking, and returned one sample of material mz9270, lot unknown. Upon initial visual examination, the set verified the complaint of component damage. The spin male luer collar was broken and cracked in pieces. No other issues were observed. The root cause for the issue is not known. The cause is potentially related to the alcohol dry time on the male luer collar, alcohol is known to turn the plastic brittle. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged. The following information was received by the initial reporter with the following verbatim: trifurcated spin-lock IV extension set cracked and leaking.